Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus and cursor hesitated over overlay. Replaced overlay and bezel, replaced stylus as preventative. Printer was noisy. Replaced printer, updated device, reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was not responsive in multiple places to the touch pen. The touch pen was replaced and that did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.